Event description:
A 4.0mm diameter x 24mm length ave gfx stent was inserted into a moderately calcified target lesion in the right coronary artery after predilation with a 3.5mm diameter percutaneous transluminal coronary angioplasty. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back into the guide catheter, where it caused the stent to dislodge from the stent delivery system. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter or for 1:1 predilation. The stent was successfully snared from the pt and discarded, however, the snare procedure resulted in dissection of the ostium of the right coronary artery. The dissection was treated with the placement of two 4.0mm diameter x 24mm length ave gfx stents at the ostium of the target vessel, successfully. There was no add'l clinical sequelae reported relative to the event.